Event description:
The facility reported an infusion pump with bad batteries. The event was reported to have occurred during biomed testing. According to the hosp rep, no pt injury or need for medical intervention had been reported. No additional info was available.